Event description:
It was reported by the rep the deivce was used during a wedge resection. It was reported the rep was given conflicting info about the event. A note on the outside of the package states the device was closed, tightened, and fired, but when they cut the tissue and removed the device no staples were present. The bleeding was controlled (method unknown) and case completed after doing a lobectomy. It is unclear whether the lobectomy was planned or in response to device performance. A note on the outside of the package states the device would not close down completely. Rep attempting to reach surgeon to clarify details.